Event description:
Caller stated that he sought medical attention on (B)(6) 2023 around "8:00 m" at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 400mg/dl. Caller did not know what the end-users normal range is for that time of day. Caller stated that the end-user was alarmed at the high result and had her home nurse take her to the (B)(6). Caller stated that the end-user told her that she did not consume any food drink or medication prior to going to the hospital. Caller stated that when the end-user arrived at the hospital the end-users blood glucose was in the 100s (she was unsure of the exact number). Caller stated that the end-user was not treated for anything while at the hospital. Caller does not know what the end-user blood glucose was when she was discharged from the hospital. The end-user was using expired test strips. Caller was educated that expired test strips should be discarded and a new vial opened. No additional information was provided.